Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the blood glucose ran high. The blood glucose reading ran up to 500 mg/dl. He treated with manual injections. He was unable to troubleshoot at the time of the call and stated he would call back. The insulin pump was not replaced or returned for analysis.